Event description:
Pt was hospitalized for high blood sugar levels. It was conveyed that the customer did not want to troubleshoot. Moreover, the customer stated that it was their fault for not changing the set prior to the event. The pump's programming was accurate and passed the leadscrew test. The customer was educated on following the two high blood glucose rule.